Event description:
It was reported that the ilet pump was knocked into water at a water park, after which the device would not power on, consistent with a screen and button unresponsive condition involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed a software problem was identified in relation to the unresponsive controls and touchscreen, consistent with a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.